Event description:
It was reported that the patient presented in emergency room. Chest x-ray revealed the right atrial lead had dislodged. Twiddlers symptom was suspected. A lead revision was recommended, but the patient refused the procedure. The leads remain implanted.

Manufacturer narrative:
.